Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing syncope. Remote transmission was reviewed and revealed the right ventricular lead exhibited increased impedance and noise. The noise resulted in pacing inhibition due to oversensing. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition and was discharged same day.